Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic left hemicolectomy procedure, the jaws of the device were fractured. At the time of making the passage of the blade, the device was blocked. The device was replaced. No patient consequence reported.